Manufacturer narrative:
No patient information to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Kinked transducer tubing was readjusted to remove the kink and resolve the issue.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit during a case. The patient was switched to manual ventilation and the case was resumed. There was no report of patient involvement.